Event description:
Device has been explanted.

Event description:
Patient later reported right side 'folding, capsular contracture' baker grade iii, recall, nodule, and possible granuloma. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 photo analysis: visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease/folding of implant: observed creases on the device. ¿ lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side 'folding, capsular contracture' baker grade unknown, recall, nodule, and possible granuloma. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and granuloma.